Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to the hospital after experiencing abnormal heart rhythm but was feeling well. Patient had diaphragmatic stimulation. Chest x-ray confirmed lv lead dislodgment. Device was reprogrammed on (B)(6) 2018. Patient symptomatically improved and was discharged feeling well.